Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer stated that she had allegedly received burns on her lower back while using a heating pad approximately 6 months ago, and medical attention was sought for her injuries. She stated that she received second degree burns, and that follow-up care at a wound clinic was needed. Burns of this nature are most likely caused by the consumer laying or leaning against the pad which is contrary to proper use instruction. The instructions for proper use clearly state ""danger: if used improperly, this product can cause severe burns to skin, and damage to property.", "do not use while sleeping.", and "this heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and chair, sofa, bed or pillow."" Kaz USA, inc. Has requested that the product be returned to our company for testing.

Event description:
A consumer stated that she had allegedly received burns on her lower back while using a heating pad approximately 6 months ago, and medical attention was sought for her injuries. She stated that she received second degree burns, and that follow-up care at a wound clinic was needed. Burns of this nature are most likely caused by the consumer laying or leaning against the pad which is contrary to proper use instruction. The instructions for proper use clearly state ""danger: if used improperly, this product can cause severe burns to skin, and damage to property.", "do not use while sleeping.", and "this heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and chair, sofa, bed or pillow."